Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a wallflex biliary rx fully covered rmv stent was implanted to treat a 2cm malignant stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, the stent was attempted to be deployed; however, before the physician reached the final stage of deployment, the stent prematurely deployed. The stent was removed from the patient with graspers. The procedure was completed with another wallflex biliary stent. There were no patient complication reported as a result of this event.